Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in the interventricular (iva) artery. The 2.50mm x 20mm emerge balloon ruptured at 20 atmospheres. It was noted that a part of the balloon's package was lost. The procedure was successfully completed with a different device, but that a longer hospitalization time was required.

Manufacturer narrative:
Device returned to manufacturer: the emerge balloon was examination and numerous kinks were identified. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 18mm long starting from the proximal end of the balloon. There was a circumferential tear at 18mm from the proximal end of the balloon. The distal portion of the balloon and tip were missing. The inner shaft was stretched down for 8mm starting 45mm from the tip and extending proximally.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in the interventricular (iva) artery. The 2.50mm x 20mm emerge balloon ruptured at 20 atmospheres. It was noted that a part of the balloon's package was lost. The procedure was successfully completed with a different device, but that a longer hospitalization time was required.